Manufacturer narrative:
Product analysis: no product returned. Conclusion: based on the information available, no conclusion can be drawn. If additional event information is received, a supplemental report will be file. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a drop in blood pressure was noted when the valve was eighty percent deployed. The valve was recaptured and a second deployment attempt was made, however, the blood pressure dropped again at eighty percent deployment. The valve was recaptured, cardiopulmonary resuscitation (CPR) was initiated and extracorporeal membrane oxygenation (ECMO) was started to stabilize the patient. A second valve was loaded onto a new dcs and successfully implanted. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.